Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm. According to the patient via email, on approximately (B)(6)2025, the patient experienced a skin reaction with itching, inflammation, pimples, drainage, infection and fluid filled lump at the needle puncture site. As mentioned in the email, the patient noticed a small lump beneath the surface of the skin. Initially, this did not raise concern; however, as the lump increased in size, medical attention was sought. Over the course of several weeks, the lump continued to enlarge, became extremely painful, and changed in appearance. The patient had multiple hospital visits, during which antibiotics were prescribed, and an ultrasound scan was performed. Despite these interventions, the lump persisted. A further course of antibiotics was administered, after which the lump eventually ruptured, leaving an open wound on the patient¿s arm. Over the past eight weeks, the patient has required ongoing care, including regular wound cleaning and dressing changes through weekly doctor visits and urgent care appointments. The patient has now been referred to a dermatologist. Photos of the reported skin reaction in the complaint record were reviewed. The photo shows redness within the sensor footprint. There is a whitish colored lump in the puncture site that may appear infected. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was treated with oral antibiotic amoxicillin (unspecified dosage) and topical steroid cream. There was no documentation of further medical intervention. At the time of report, the patient still has an open wound. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.